Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:36:14. During night drain cycle five, the patient's ultrafiltration reading was 836ml, indicating the home patient drained 836ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.